Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, the orange indicator was found to be over traveled; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was closed on tissue and would not open. The surgeon pried the handles open to remove the device from tissue. There was no tissue damage reported. Another device was used to complete the case with no patient consequence.